Manufacturer narrative:
(B)(4) - device evaluation: on examination, the keypad was intact without damage. On testing, the up arrow and down arrow buttons had intermittent response requiring multiple presses with increasing force to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination present under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.